Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-19. H.6. Investigation summary customer returned (8) loose 3/10cc, 8mm syringes. Customer states that the needle hub stays within the shield when the shield is removed. All returned syringes were examined and one syringe was returned with the hub-needle/shield assembly separated from the barrel. No hub assembly separated from the barrel when the shield was removed from any of the remaining samples. A review of the device history record was completed for batch # 9287718 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200855615] noted that did not pertain to the complaint. There was one (1) notification [200845129] noted for high shield pull. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. CAPA 1630423 has been opened to address this issue.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separates from the device the following information was provided by the initial reporter: "the needle hub stays within the shield when the shield is removed." Customer states her "daughter was diagnosed with diabetes when she was 3 months old. She's now 8 months old. We've been doing mdi so she has used hundreds of your syringes over the past few months, but we had a couple packs in which the needles would pull off when we tried removing the orange safety cap. Therefore, we couldn't use the syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separates from the device the following information was provided by the initial reporter: "the needle hub stays within the shield when the shield is removed." Customer states her "daughter was diagnosed with diabetes when she was (B)(6). She's now (B)(6). We've been doing mdi so she has used hundreds of your syringes over the past few months, but we had a couple packs in which the needles would pull off when we tried removing the orange safety cap. Therefore, we couldn't use the syringes."